Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported being out of town for approximately eight hours. Upon returning home, she began experiencing vomiting and discovered that her wearable device had failed. The exact time of the device failure was unknown. The patient was using a tandem insulin pump at the time. She checked her blood glucose (bg) using a meter, which read 533 mg/dl. Due to the elevated reading and symptoms, she sought evaluation at the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) saline and IV insulin. The patient was discharged home after a two-day hospital stay. At the time of the report, she stated she was ¿fine.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.